Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device is part of the advisory for this model.

Event description:
It was reported that the device was at elective replacement indicator (eri). It was further reported that there was "eri or occult defect." The device was removed and replaced. No patient complications have been reported as a result of this event.